Event description:
It was reported that shortly after implant, the patient used his weed eater, thus causing dislodgement of the ventricular lead. Ventricular capture was intermittent at 7.5 v, 1.5 ms in the unipolar and bipolar configurations. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.